Event description:
Reference number 2055287. Event occurred in the united kingdom. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The location of detachment was tubing and the insertion site was abdomen. The infusion was in use for about three days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.